Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact on the customer's blood glucose level. It was determined that the occlusion was caused by a blockage in the cartridge. The customer changed the necessary supplies and resumed insulin therapy.